Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right ventricular (rv) lead exhibited high capture threshold and noise oversensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.